Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. External insulation abrasion was found at 11.0cm-11.5cm from the connector pin consistent with friction against the ICD can. The etfe insulation of the conductors was intact at the same location.